Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the left main and circumflex. The lesion was treated with five passes of the oad. Following atherectomy, imaging was performed and a perforation was noted. The patient remained hemodynamically stable and an echocardiogram revealed no evidence of a tamponade. The patient then underwent bypass surgery and was in stable condition following the procedure.